Manufacturer narrative:
Investigation summary: distributor was contacted by patient reporting an alleged infection caused by catheter. Additional information from distributor indicates the doctor's office did not provide an alleged cause. Patient requested not to be called. No device was returned, and no lot number was provided. No investigation could be made. No device failure was confirmed, and no root cause could be determined.

Event description:
Distributor reported that, "patient thinks that the cure catheters caused him to have an infection." Additional information from distributor indicates, "fairly new customer with only two orders. Not much reason given other than he got an infection when he switched to [distributor] and cure. I don't know what company or product he was using prior." "His doctor's office did not provide an alleged cause." "[Patient] has asked us not to call him."